Event description:
The customer reported a temp sensor error and collimator pot error on the 9800 system. No pt injury.

Manufacturer narrative:
The service rep verified temp sensor error and collimator pot error. He traced the problem to open wires in hv control cable. He repaired the cable, the tested system/cable at length. System functioning as intended.